Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient unexpectedly coded and passed away due to cardiac arrest. Whether the outcome was device or therapy related was not provided. An autopsy was performed, and the pump was explanted.

Manufacturer narrative:
Section d9 has been corrected. Manufacturer's investigation conclusion: a direct correlation between the lvas, and the reported patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 20.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that were present during support and would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device event log files contained events from (B)(6) 2024 through (B)(6) 2024. Decreases in pump flow were observed on (B)(6) 2024 beginning at 09:23:49, and eventually dropped to 0.2 liters per minute by 10:13:44. This event appears to have occurred on the final day of clinical support, despite the final day of support having been reported as (B)(6) 2024. A specific cause for the time discrepancy could not be determined. No other notable events were observed, and the pump appeared to function as intended throughout the duration of the file. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for heartmate 3 left ventricular assist system (lvas), (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.